Manufacturer narrative:
Intelicuff controller was replaced. Intellicuff function tests were performed; all passed.

Event description:
Hamilton medical ag received the following event description: cuff leak alarm during patient ventilation. No patient harm reported. No additional information available from respiratory department. The in-house biomed swapped the intellicuff with a known working unit and was able to clear the cuff leak alarm.